Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because his blood glucose levels were high. The customer's blood glucose level was 563 mg/dl. He was wearing the insulin pump at the time of hospitalization. A small bubble was found in the infusion set. While troubleshooting the high pressure test failed twice and a bent cannula was found. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2014-81010. For additional information. Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected low reservoir alarm or excessive "no delivery" alarm noted. Unit was communicated properly with mini link transmitter sensor and glucose sensor simulator. No unexpected low threshold suspend alarm noted. Unit had cracked display window corner and cracked reservoir tube lip. (B)(4).